Manufacturer narrative:
Date of event was approximated to (B)(6) 2015 as no specific event date was reported. However, it was reported that mesh exposure was discovered eight months after the device implantation. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, mesh exposure was found eight months after the implantation procedure. Reportedly, no symptoms were noted such as bleeding and sexual pain. There was no medical or surgical intervention performed; nevertheless, the patient is under observation.